Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services (ts) discussed that this could be the start of lead failure due to clavicular crush. Recommended to have xray to see what is going on and see a physician. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial emdr in block d6a:implant date.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services (ts) discussed that this could be the start of lead failure due to clavicular crush. Recommended to have xray to see what is going on and see a physician. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial emdr in block d6a:implant date this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services (ts) discussed that this could be the start of lead failure due to clavicular crush. Recommended to have xray to see what is going on and see a physician. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and a new lead was successfully placed. No additional adverse patient effects were reported.